Manufacturer narrative:
According to the customer, "the front crossbar on the commode came out of the holding slot causing the left leg to come off and the chair to tip backwards" while she was sitting on it causing her to fall. The customer reported she developed bruising and swelling on both legs, ankles, and hip. The customer reported she had an xray performed on her ankle, and it resulted negative for a "break", but her doctor diagnosed her with a "sprain". The customer reported she was prescribed "hydrocortisone" for the pain. The customer reported that her injuries are now beginning to heal. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, "the front crossbar on the commode came out of the holding slot causing the left leg to come off and the chair to tip backwards" while she was sitting on it causing her to fall.